Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report 3006705815-2021-01487, related manufacturer report 1627487-2021-12795. It was reported that infection was observed at the implantable pulse generator and lead sites. Patient had a device system explant. There were no complications during the procedure. Patient was stable.

Event description:
New information received states that the infection issue has resolved and new system was implanted on (B)(6) 2021.